Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "'system error 322' alarms", determined to be caused by loose upper latch switch bracket screws. The loose screws allows the upper latch switch to move in and out from the upper door latch, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The upper auxiliary assembly, which contains the loose screws, were replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.